Event description:
Eminent study: it was reported that thrombosis occurred requiring hospitalization and medical intervention. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the left mid superficial femoral artery (sfa) with 100% stenosis and was 90 mm long with a proximal reference vessel diameter of 4.0 mm and distal reference vessel diameter of 4.0 mm and was classified as a tasc ii a lesion. Target lesion was treated with pre-dilatation, followed by 6 mm x 100 mm study stent was placed. Post dilatation was performed with final stenosis of 0%. On (B)(6) 2018, the subject was discharged. On (B)(6) 2022, 1477 days post index procedure, the subject presented due to poor progression of course as walking distance deteriorated ab able to walk 100 mtr along with bilateral calf pain slightly more in the left than on the right also break required while walking. Tingling paresthesia on both feet persists intermittently and lost considerable muscle mass. On same day lower extremities findings showed even temperature on both sides with normal skin color, sensorimotor function was intact, recapillarization time of both feet was 4 seconds, no wounds were noted also femoral pulses were easily palpable on both sides and remaining pulses were not palpable. Arterial measurement revealed impaired resting perfusion on both sides and critical resting perfusion on the left. Abi on the left side was at 0.42. On (B)(6) 2022, duplex ultrasound revealed occlusion of the superficial femoral artery in the middle area and origin stenosis of the left deep femoral artery. The subject was diagnosed with stage ii b pad according to fontaine. Significantly elevated ldl cholesterol was detected, hence lipid lowering therapy was started. As per preliminary report of may 2021 indicates eliquis dose was reduced to 2.5 mg. On reevaluating by the primary care physician eliquis does was increased 2 x 2.5 mg. On (B)(6) 2022, duplex ultrasound of lower extremities showed occlusion of the proximal-middle segment with reconnection in the distal superficial femoral artery with post-occlusion flow profile in the left sfa. On (B)(6) 2022, the subject was hospitalized for further treatment and evaluation. The subject was recommended to undergo revascularization procedure as a treatment for this event. On (B)(6) 2022, 1575 days post index procedure, to treat 100% stenosis in left proximal to mid sfa with lesion length of 200 mm and reference vessel diameter of 6 mm, 4 mm x 120 mm a non-bsc balloon was passed through occlusion as difficulty was notice just before stent entrance thrombolysis was performed with rotarex thrombectomy 6f (3 passages) and pta was performed with 5 mm balloon followed by stenting with 6 mm x 100 mm eluvia stent to proximal sfa and 5 mm x 40 mm non-bsc stent to distal sfa and popliteal artery p1 segment. On (B)(6) 2022, the event was considered as recovered/resolved. On (B)(6) 2022, the subject was discharged with the recommendation of dual anti-platelet therapy.

Manufacturer narrative:
Patient identifier- (B)(6). Patient age at time of enrollment- 64 years.

Manufacturer narrative:
(B)(6). Corrections to b5: describe event or problem - corrected length of index procedure target lesion and location of restenosis.

Event description:
Eminent study. It was reported that thrombosis occurred requiring hospitalization and medical intervention. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in the left mid superficial femoral artery (sfa) with 100% stenosis and was 90 mm long with a proximal reference vessel diameter of 4.0 mm and distal reference vessel diameter of 4.0 mm and was classified as a tasc ii a lesion. Target lesion was treated with pre-dilatation, followed by 6 mm x 100 mm study stent was placed. Post dilatation was performed with final stenosis of 0%. On (B)(6) 2018 the subject was discharged. On (B)(6) 2022 1477 days post index procedure, the subject presented due to poor progression of course as walking distance deteriorated ab able to walk 100 mtr along with bilateral calf pain slightly more in the left than on the right also break required while walking. Tingling paresthesia on both feet persists intermittently and lost considerable muscle mass. On same day lower extremities findings showed even temperature on both sides with normal skin color, sensorimotor function was intact, recapillarization time of both feet was 4 seconds, no wounds were noted also femoral pulses were easily palpable on both sides and remaining pulses were not palpable. Arterial measurement revealed impaired resting perfusion on both sides and critical resting perfusion on the left. Abi on the left side was at 0.42. On (B)(6) 2022 duplex ultrasound revealed occlusion of the superficial femoral artery in the middle area and origin stenosis of the left deep femoral artery. The subject was diagnosed with stage ii b pad according to fontaine. Significantly elevated ldl cholesterol was detected, hence lipid lowering therapy was started. As per preliminary report of may-2021 indicates eliquis dose was reduced to 2.5 mg. On reevaluating by the primary care physician eliquis does was increased 2 x 2.5 mg. On (B)(6) 2022 duplex ultrasound of lower extremities showed occlusion of the proximal-middle segment with reconnection in the distal superficial femoral artery with post-occlusion flow profile in the left sfa. On (B)(6) 2022 the subject was hospitalized for further treatment and evaluation. The subject was recommended to undergo revascularization procedure as a treatment for this event. On (B)(6) 2022 1575 days post index procedure, to treat 100% stenosis in left proximal to mid sfa with lesion length of 200 mm and reference vessel diameter of 6 mm, 4 mm x 120 mm a non-bsc balloon was passed through occlusion as difficulty was notice just before stent entrance thrombolysis was performed with rotarex thrombectomy 6f (3 passages) and pta was performed with 5 mm balloon followed by stenting with 6 mm x 100 mm eluvia stent to proximal sfa and 5 mm x 40 mm non-bsc stent to distal sfa and popliteal artery p1 segment. On (B)(6) 2022 the event was considered as recovered/resolved. On (B)(6) 2022 the subject was discharged with the recommendation of dual anti-platelet therapy. It was further corrected that during the index procedure, the target lesion was 60mm long. On (B)(6) 2022 100% stenosis was noted in the left proximal to distal sfa. Popliteal artery was not treated.